Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and damaged in the "rod" was noticed. No patient complications were reported.